Event description:
The facility representative reported an infusion pump with an inoperative channel key during biomed testing. The hospital representative stated that there were no reports of pt injury or medical intervention. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.